Event description:
It was reported that a patient underwent a skin lesion excision procedure on an unknown date and suture was used. The patient experienced extrusion of the suture. The suture was removed and the patient was placed on antibiotic therapy. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.